Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Event description:
Product analysis was completed on the returned vns computer and flashcard. No anomalies were identified with the flashcard, and the flashcard and software performed per specifications. Visual analysis of the handheld computer was able to verify that the display was cracked. Further analysis was able to identify that the touchscreen was unresponsive as a result of the damage. The cause for the cracked screen is unknown, but is most likely associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
Reporter indicated a vns dell x50 computer had a cracked screen and was unable to be used. The computer was stored in a drawer and it was felt no mishandling of the computer occurred. All attempts for return of the computer have been unsuccessful to date.

Event description:
The computer and flashcard were returned to the manufacturer on (B)(6) 2012 and are pending analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.